Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Ran a fixed prime, high pressure, and self test and they passed. It was stated when the nurse download the info, it was found that there were two instances where a bolus was delivered and put on suspend mode when he had high blood glucose. No further info was provided.